Event description:
It was reported that high, out of range high voltage lead impedances were observed. High impedance could be reproduced in-clinic. Lead damage on the svc portion of the lead was suspected. The device was reprogrammed. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).